Event description:
Boston scientific crm received information that post implant of the associated implantable cardioverter defibrillator (ICD) pacing revealed a reversed right ventricular (rv)/left ventricular (lv) pacing response during ddd mode operation. While in the vvi rv only and vvi lv only, however, electrogram patterns were found to be appropriate. The physician noted difficulties finding pwaves within normal range during the implantation of this right atrial (ra) lead. Boston scientific technical services (bsc ts) discussed that there could be a possible lead dislodgment or placement of the ra lead in the coronary sinus, which could result in lv stimulation or simultaneous ra/lv stimulation in ddd operation. Bsc ts requested a copy of the electrogram, and advised further assessment of lead positions. Additional information was received that bsc ts reviewed strips from the implant procedure. It was observed that the artifact was appropriately falling into the absolute blanking period. The device did not sense the signal. Review of threshold test at implant, in all three chambers, showed loss of capture (loc). Bsc ts also reviewed strips and electrograms from the most recent follow-up procedure. In provided threshold test of the atrium, no confirmed atrial capture. The atrial intrinsic rate does not seem to be reset by the pacing energy and in the later pages of the test we see the atrial rhythm consistently, marked often as premature atrial contraction (pac). A few instances of intrinsic p-waves were observed followed by normal conduction. Otherwise, atrial pacing at outputs up to 4v was difficult to assess for true capture. The mystery of the surface electrogram strips was difficult to piece together, and most of the analysis is based on assumptions. The most likely explanation is a delay in programming changes coinciding with the printing of the electrogram. This patient will be followed-up with in the next few months. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.